Event description:
An infusion pump with an 812:02 failure code that occurred during biomed testing as the pump was powered on. The biomed stated that there have been no reports of any pt incident involving this pump since the last baxter service event.